Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented with noise on the right ventricular lead. The noise was reportable through isometrics. The sensitivity was adjusted however the noise was still noted. No additional information was available.